Event description:
The customer alleges that the medical solution was leaking around the 50cm from the catheter tip four days after insertion. The catheter was removed and it appeared kinked. The patient's condition was good and it was not necessary to re-insert a new catheter.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.